Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because a vial containing previously dosed strips was returned. The customer returned the suspect strip vial with previously dosed strips. No undosed strips were returned for testing.

Event description:
It was reported the patient received the following results within 10 minutes: 126 mg/dl and 291 mg/dl.